Manufacturer narrative:
Note: product reference 4430095 is not cleared in USA, but it is similar to the product reference 5430095 cleared under#510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved device was returned for evaluation. The catheter is broken in 2 pieces at 10 cm from the connection. The diameters have been measured. All the measurements are compliant with the specifications. The catheter material has not been deteriorated. No visible manufacturing defect is detected. Despite several requests, no x-ray picture has been sent for evaluation. Conclusion: without the x-ray picture, it is not possible to conclude on the root cause of this catheter rupture. This type of incident is a know potential adverse event of the access port implantation. As a rare incident, the benefit/risk ratio remains positive. No corrective action is envisaged.

Event description:
"Patient is a male who, in (B)(6) 2016, was implanted celsite for chemotherapy at the junction between supvena cava and right atrium. Length of the implanted catheter was 20 cm. In (B)(6) 2016, it was found that the celsite access port catheter ruptured and part of the catheter remained subcutaneously. Doctor performed an operation to remove it."